Manufacturer narrative:
The returned product was evaluated and found has a binding issue. The binding is a function of the edgeform design and should be caught during spin testing prior to packaging. Smith and nephew is currently working with our assembly sub contractor to put controls in place to check for binding prior to packaging.product from the same lot number, with the same condition were sent to our lab for shed testing. The results of the shed testing indicate that the product shed rate is at the maximum allowable condition. (B)(4)

Event description:
Blades used successfully for about 10 sec. Removed from the joint and reinserted. Blade immediately began to shed large pieces of metal debris into the joint. Surgeon stopped shaving immediately and removed the blade and attempted to evacuate the debris with a combination of another shaver blade, suction and irrigation not completely successful. Not all debris was removed from patient